Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the product details were not provided, a device history record could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the serial #, therefore the serial # was not captured \and the device manufacture date could not be determined.

Event description:
The customer reported that her blood glucose readings between (B)(6) 2020 and (B)(6) 2020 were not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.